Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm black diamond micro forceps instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that the 8mm black diamond micro forceps instrument was defective.